Event description:
Pt had total knee replacement in 1995, ever since the surgery she has been having constant pain, 2005 pt had a revision of the knee and 3 infections in the knee as well. (B)(6) 2011, pt had the right knee amputated due to the complications of the knee replacement. Altogether pt states she has had 21 surgeries on the right knee, physical therapy and was placed in a nursing home for 30 days for rehab from right knee amputation. Currently, the pt has an artificial limb on her right leg. Pt would like to know if this product was part of a recall by depuy. Pt also stated that she thinks that the knee replacement prosthesis was "dangerous, because when I would fall the knee prosthesis would bend." Due to pain of original right knee replacement surgery pt states she has fallen several times.